Manufacturer narrative:
Device remains implanted.

Event description:
An ovationix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 3 month follow-up, CT showed the iliac limb stent graft had disengaged from the common iliac artery. A re-intervention is planned for a later date to place an additional iliac limb to extend into the common iliac artery to resolve the limb disengagement. As of the date of this report, there have been no additional sequelae reported and the patient will continue to be monitored.